Event description:
Consumer claims to have been pierced at a retail vendor in 2000. 5 days later the consumer sought medical treatment for pain and swelling. Earring was not removed and the consumer was prescribed antibiotics. 4 days later, the consumer was admitted into the hosp for incision and drainage of the site and was released 2 days later.